Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a uterine fibroid embolization procedure, while performing selective catheterization of the internal branch of the right uterine artery, the distal part of the catheter detached. The distal fragment then migrated toward the femoral segment, making it necessary to perform arterial dissection to remove the foreign body. Endovascular removal with the device in a loop was not possible.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. The connection between the black tip and purple catheter appeared damaged and frayed and the fusion between the two parts was incomplete. The tip detachment likely resulted from a combination of human error and machine settings, and the frayed section seems to be due to manufacturing. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.